Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been confirmed yet.

Event description:
One week prior the user sustained a hit to the implant site. Since then hearing performance with the device is affected. The user was responding to the sound stimulus before the incident per parent report.

Event description:
One week prior the user sustained a hit to the implant site. Since then hearing performance with the device is affected. The user was responding to the sound stimulus before the incident per parent report.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. The reported impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
One week prior the user sustained a hit to the implant site. Since then hearing performance with the device is affected. The user was responding to the sound stimulus before the incident per parent report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
One week prior the user sustained a hit to the implant site. Since then hearing performance with the device is affected. The user was responding to the sound stimulus before the incident per parent report. Re-implantation is considered, date not scheduled yet.